Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was observed that the port tubing was detached from the inside of the bag and protruding outside of the back of the bag. The reported condition was verified. The cause of the reported issue was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ports of an exactamix 3000 ml eva tpn bag ¿did not connect inside of the bag¿. This was noted before use. There was no patient involvement. No additional information is available.